Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was "dead." The head was returned for service. There was no indication of patient involvement or impact reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The device had no telemetry due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that the radio frequency programmer head was "dead." The head was returned for service. There was no indication of patient involvement or impact reported as a result of this event.